Event description:
It was later reported that the silicone gel came into contact with the patient.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "lymph node growth" and "lobulated contour" confirmed via MRI. Patient also informed ¿left breast looks different, smaller, with less shape, discomfort," feels a mass, and rupture. The device remains implanted.